Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00050, 3007963827-2021-00051, 3007963827-2021-00052, and 0002648920-2021-00050. Medical devices: femur cemented cruciate retaining (cr) narrow left size 9 catalog#: 42502006601 lot#: 64468334. Natural tibia cemented 5 degree stemmed left size e catalog#:42532007101 lot#: 64402683. All poly patella cemented 32 mm diameter catalog#: 42540000032 lot#: 64509513. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately one year post implantation due to pain, swelling, ligament laxity, and swelling. During the revision, the tibial insert was found to be overly worn for the timeframe it was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the returned products identified signs of being implanted including scratches. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: immediate post-op images demonstrate anatomic alignment of the arthroplasty implants without abnormality. Pre-revision images demonstrate no interval change in implant position, implant loosening, or malalignment. Overall fit and alignment are normal and maintained on both image sets. Bone quality is osteopenic. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.